Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. A manufacturing related issue could not be found. In this case procedural details were not provided, but the hcp stated that the issue was thought to be due to insufficient inflow; during initial procedure the lesion was approached from the cfv, and the flow below the cfv was unknown. A device deficiency such as stent deformation, misplacement, or strut fracture was not reported. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. Regarding pta the instructions for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between vessel diameter, and stent diameter. Regarding required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch (0.89 mm) diameter guidewire'. Stent occlusion/thrombosis was found mentioned a potential adverse event that may occur. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a post a stent placement in the common iliac vein (civ) to external iliac vein. It was reported that during the procedure, a thrombus occlusion was identified within the stent. Further reported that after thrombus aspiration and balloon expansion, retention was observed in the outflow (ivc side). The procedure was successfully completed. The current status of the patient is unknown.

Event description:
On (B)(6) 2025 , a patient underwent a post a stent placement in the common iliac vein (civ) to external iliac vein. It was reported that during the procedure, a thrombus occlusion was identified within the stent. Further reported that after thrombus aspiration and balloon expansion, retention was observed in the outflow (ivc side). The procedure was successfully completed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. A manufacturing related issue could not be found. In this case procedural details were not provided, but the hcp stated that the issue was thought to be due to insufficient inflow; during initial procedure the lesion was approached from the cfv, and the flow below the cfv was unknown. A device deficiency such as stent deformation, misplacement, or strut fracture was not reported. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. Regarding pta the instructions for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between vessel diameter, and stent diameter. Regarding required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch (0.89 mm) diameter guidewire'. Stent occlusion/thrombosis was found mentioned a potential adverse event that may occur. B3, b5, g3 section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a post a stent placement in the common iliac vein (civ) to external iliac vein. On (B)(6) 2025, post plaacement it was reported that thrombus occlusion was identified within the stent. Further reported that after thrombus aspiration and balloon expansion, retention was observed in the outflow (ivc side). The procedure was successfully completed. The current status of the patient is unknown.